Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing came apart. Received a copy of the customer's medwatch report from FDA that stated: "event desc: during an appendectomy the IV tubing came apart in the middle of the tubing. No one was touching it at the time." There was no report of any patient harm.

Manufacturer narrative:
Correction on initial report: upon clinical review it was noted that the received medwatch report for this file, manufacturer report number: 9616066-2016-00310 is a duplicate to manufacturer report number : 9616066-2016-00242. Disregard the initial report for this file.